Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. Customer's blood glucose was 532 mg/dl at the time of incident. Troubleshooting found that the cannula was kinked and customer went through a metal detector. Customer indicated that the pump could complete the rewind sequence. Troubleshooting advised customer to monitor the pump and to call back if any further issues.